Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, an no nonconformities were found. Device was discarded at clinic.

Event description:
It was reported to nevro that a patient was being monitored for incisional drainage and at post-op follow up, the physician decided to explore the wound in the or. The physician decided to explant the device and the patient was given IV antibiotics. Infection was confirmed with cultures. Follow up report indicated that the patient has recovered without sequelae and is being monitored.